Event description:
Related manufacturer report number: 2916596-2021-04708. It was reported that the patient had previously exchanged their controller on (B)(6) 2021 due to notable wear and tear. On (B)(6) 2021 the patient had recurrent low flow alarms that did not resolve with fluid intake. The system controller was noted to have had no numbers for the rpms, pi and powers. Log files were reviewed which found 15 pump stops and 11 low speed advisories since the (B)(6) 2021 controller exchange. This issue has been linked to potential issues with the driveline. At the end of the log file there was a driveline disconnect at 0125 on (B)(6) 2021. There were no further events recorded on the log file after the driveline disconnect. The account reported that the driveline disconnect alarm on (B)(6) 2021 was due to the patient performing an unwarranted controller exchange in an attempt to make alarms stop. The serial number pf the controller was available. The account submitted x-ray images for review on (B)(6) 2021 and an abbott technical services representative responded indicating that the images were unremarkable. On (B)(6) 2021 a distal end driveline repair was successfully performed onsite by an abbott technical services representative. It was reported that the patient was discharged after the driveline repair and would remain on an ungrounded cable.

Manufacturer narrative:
Section b5: corrected event description. The 22jul2021 controller exchange is captured in manufacturer report number 2916596-2021-04336. Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events while the patient was supported by the mobile power unit (mpu). Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the replaced external portion of the patient's driveline. The submitted log file captured several low speed and pump stop events on (B)(6) 2021 with associated low speed advisory/ hazard and low flow hazard alarms. The associated voltage levels indicated that the events occurred when the system was powered by a mobile power unit (mpu). At the end of the file, the driveline appears to be disconnected, which is consistent with the report that the patient performed an unwarranted controller exchange in an attempt to stop the alarms. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 19¿ of the external portion of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer jacket, bionate, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. Incidental findings: a superficial cut to the driveline's distal bend relief was observed underneath rescue tape approximately 0.25" from the controller connector. The account later reported that the patient was discharged and would remain on an ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number vad-60482, and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are addressed in section 1 of this IFU. Section 2 entitled "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket... If the driveline disconnects from the system controller, the pump stops. Promptly reconnect it to resume pump operation." Section 2 also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was also noted on (B)(6) the patient had recurrent low flow alarms that were not resolved with fluid intake. Log files were reviewed which found 15 pump stops and 11 low speed advisories after the controller exchange. This issue has been linked to potential issues with the driveline. At the end of the log file there was a driveline disconnect at 0125 on (B)(6). There were no further events recoreded on the log file after the driveline disconnect.